Event description:
It was reported that the patient was having a shocking and jolting sensation. Specifically, it was stated that the patient felt like "aliens had gotten a hold of it and were shocking him using the stimulators." The patient felt the shocking throughout his whole body. It was noted that the patient had "great therapy" and his past impedance checks were "fine." During a meeting with a medtronic representative, the patient's stimulators were off and were "pretty depleted" due to the devices being off for a year. In the same meeting, the patient went into "shocking and convulsions." It was reported that the patient had "this condition," multiple sclerosis, and had been getting chemotherapy for ,what may be, brain cancer. It was stated that the patient's memory was "not all there." It was also reported that the patient's device and all components were explanted on (B)(6). No further information was available at the time of this report. A follow-up report will be made if additional information becomes available. See manufacturer report # 3004209178-2012-11347. It was unclear which device pertained to the event described.

Event description:
Additional information received reported the patient status after device removal was recovered without sequela. It was noted the patient had "psych problems" and the physician "didn't feel it was stim" but wanted to give the patient peace of mind with it out.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v088866, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v079881, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: extension. Product ID: 3550-39, product type: accessory. Product ID: 3887-45, lot# j0527140v, product type: lead. Product ID: 377845, lot# v019174, product type: lead, product ID: 3550-39, product type: accessory. Product ID: 3550-39, product type: accessory. Product ID: 37713, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708240, serial# (B)(4), product type: extension. Product ID: 3887-45, lot# j0546550v, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3550-29, product type: accessory. Product ID: 37713, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3888-45, lot# v088866, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. Product ID: 3887-45, lot# j0546550v, product type: lead. Product ID: 3887-45, lot# j0527140v, product type: lead. Product ID: 377845, lot# v019174, product type: lead. (B)(4)

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead; product ID 3888-45, lot# v088866, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead; product ID 3888-45, lot# v079881, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead; product ID 37761, serial# (B)(4), product type recharger; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37713, serial# (B)(4), product type implantable neurostimulator; product ID 3708240, serial# (B)(4), product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), product type extension; product ID 3550-39, product type accessory; product ID 3550-39, product type accessory; product ID 3550-39, product type accessory; product ID 3550-29, product type accessory; analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 66, the over discharge count was 4, and the battery was at end of service. The last recorded recharge session done while the device was implanted was on (B)(6) 2010, approximately 29 months prior to receipt in the analysis lab. The device was recharged for 7 minutes. The battery charged from 3.97v to 4.010v. The therapy avail diagnostic showed the battery was discharged to the lock mode 13 times. The 5 current lock mode records were on the default date 03/01/2000 due to over discharge. Battery charged sufficiently to obtain the trace report and ir, but did not power through the final functional test (ngt). Final device analysis of lead (lot #v088866) revealed the following: the #1 wire is broken near or inside the #3 electrode. Continuity acceptable from #1 connector sleeve to #1 wire on the proximal side of #3 electrode. Open circuit to wires on the distal side of #3 electrode. Continuity acceptable from #1 wire on distal side of #3 electrode to #1 electrode. Final device analysis of lead (lot #v079881) revealed the following: there were no anomalies found. Final device analysis of the extension (lot #nkb010968n) revealed the following: there were no anomalies found. Final device analysis of the boot reveled the following: there were no anomalies found. Final device analysis of anchor #1 revealed the following: there were no significant anomalies found. The titan anchor was separated. Final device analysis of anchor #2 revealed the following: there were no significant anomalies found. The titan anchor was separated. Final device analysis of anchor #3 revealed the following: there were no significant anomalies found. There was cut silicone on the titan anchor.

Manufacturer narrative:
Product ID 3888-45, lot# v088866, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead; product ID 3888-45, lot# v079881, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type extension. (B)(4).